Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was below 240mg/dl. During troubleshooting, insulin did not drip out of the infusion set tubing while priming the tubing therefore a supply change was performed resolving the occlusion alarms. Tandem technical support educated the customer in regards to occlusions.